Event description:
Defibrillator energy was delivered to the pt, who then converted to aystole. Device pacing therapy was initiated with capture achieved. Reportedly, when the pt was moved for transport to the hosp, the pacer shut off and the device prompted connect electrodes. The crew was able to continue pt treatment by flexing the cable in the strain relief area. The pt was delivered to the hosp with pulse and pressure.